Manufacturer narrative:
Failure event observed during analysis. Final analysis found an internal insulation abrasion noted at 6.3-6.7 cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.